Manufacturer narrative:
The review of provided data showed normal functioning of the sending and inhibition of alerts and normal functioning of the remote monitoring website. The review of provided data showed that the red alert is linked to the download of the device data: the sending of alerts is suspended until the next on demand remote follow-up, as per spec. The atrial fibrillation alert is suspended because it has already been sent 2 times but appears on reports that are generated for any another reason, as per spec. In-clinic follow-up resent alert sending. No malfunction is suspected on the device nor on the remote monitoring website. The website and the display of the reports behave as per specifications. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on 2023-06-19, our education team received the following inquiry by phone from the hospital's clinical engineer: - the clinical engineer confirmed a red alert message in a patient using remote monitoring, but can remote monitoring be used in the future? - a sales rep visited the hospital's clinical engineer on the same day. The rep confirmed the alert on the website. A red alert was confirmed on 13 june. He tried to download the source files, but there was no data. After that, the patient sent data by pit. Although the at/af yellow alert was displayed, there was no red alert. When he interviewed the clinical engineer, it was said that the red alert had been displayed from time to time. In the old days, the alert from 2020 remained. So far, as long as remote data was sent, it has been a follow-up observation. The clinical engineer did not request an analysis, but the rep was able to obtain the patient files, so he would like clamart to investigate whether there are any suspicious points. In addition, the rep received confirmation requests from the distributor and clinical engineer, saying, "in the past, the communication status was poor, and if telemetry was performed for a long time, an alert was sent. ICD: platinium dr 1510 ((B)(6)) implanted on (B)(6) 2019. A: intermedics 438-35s-52 ((B)(6)) and v: guidant 0154 ((B)(6)) implanted on (B)(6) 2006.

Event description:
Reportedly, on 2023-06-19, our education team received the following inquiry by phone from the hospital's clinical engineer: the clinical engineer confirmed a red alert message in a patient using remote monitoring, but can remote monitoring be used in the future? A sales rep visited the hospital's clinical engineer on the same day. The rep confirmed the alert on the website. A red alert was confirmed on 13 june. He tried to download the source files, but there was no data. After that, the patient sent data by pit. Although the at/af yellow alert was displayed, there was no red alert. When he interviewed the clinical engineer, it was said that the red alert had been displayed from time to time. In the old days, the alert from 2020 remained. So far, as long as remote data was sent, it has been a follow-up observation. The clinical engineer did not request an analysis, but the rep was able to obtain the patient files, so he would like clamart to investigate whether there are any suspicious points. In addition, the rep received confirmation requests from the distributor and clinical engineer, saying, "in the past, the communication status was poor, and if telemetry was performed for a long time, an alert was sent. ICD: platinium dr 1510 ((B)(6)) implanted on (B)(6) 2019. A: intermedics 438-35s-52 (500510) and v: guidant 0154 (359482)) implanted on (B)(6) 2010.